Event description:
It was reported that this implantable pacemaker exhibited noise and low out of range pacing impedance measurements on the right ventricular (rv) channel. There were few episodes of noise, recorded as non-sustained ventricular tachycardia (nsvt). Furthermore, it was stated that this patient had a habit, since the pacemaker was replaced a few years ago, of moving the pacemaker around in every direction. This device currently remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).